Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump wake button intermittently did not work and the pump screen unexpectedly would ¿go black¿. Customer declined to provide further information and declined tandem technical support¿s offer to follow up. There was no reported impact to blood glucose.